Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief at the distribution node. The belt did not pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.